Event description:
Advocate accidentally applied breeze 2 control solution to her mother's eyes. There was no alleged adverse reaction. No product was replaced and no product is returning. Additional product info not available.